Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the middle of the night, the infusion set's tubing completely snapped in half from the quick release connector resulting in no insulin infusion for about 8 hours while the patient was sleeping. It was shortly after the patient fell asleep because subsequently, the patient woke up sick and experienced high blood glucose level reported to be over 500 mg/dl. The patient changed the infusion set immediately and dosed with 20 units via syringe. Later, the patient felt nauseous and, blood glucose level had not gone below 250 mg/dl as it was slowly dropping. The patient had not been able to eat or shower and had ketones. Reportedly, patient's weight was (B)(6). No further information available.